Event description:
Follow up information identified patients ipg was removed and replaced.

Manufacturer narrative:
Recall number: this ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost therapy due to their ipg becoming inoperable. The patient's ipg was no longer able to communicate with their external devices. Surgical intervention may be pending to address this issue.